Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging her son's onetouch ultralink meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11:15am, the reporter alleged obtaining blood glucose results of "400mg/dl" with the lfs meter, and "280mg/dl" on another ot ultramini meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl. The reporter stated the patient uses humalog insulin pump therapy to manage his diabetes. The reporter claimed in response to the high reading, she administered 2 units of humalog insulin on (B)(6) 2012 at 11:15am. The reporter claimed the patient developed no symptoms due to the alleged issue. The reporter did not state there was any additional medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed the patient was using the approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. The cca noted the patient's testing process is correct. However a control solution test was not run due to the reporter not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The reporter did not report any blood glucose readings, symptoms or medical intervention suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the reporter performed a meter vs. Another meter comparison where the calculated results of the readings meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.